Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced respiratory symptom ("symptoms of upper respiratory issues") and pyrexia ("symptoms of multiple fevers"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and sinusitis ("numerous sinus infections"). The patient was treated with surgery (laparoscopic-assisted salpingectomy and essure removal). Essure was removed on (B)(6) 2011. In (B)(6) 2012, the respiratory symptom and pyrexia had resolved. At the time of the report, the abdominal pain, migraine and sinusitis outcome was unknown. The reporter considered abdominal pain, migraine, pyrexia, respiratory symptom and sinusitis to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, urinary tract infection, depression, yeast vaginitis, feeling unwell, respiratory tract congestion, productive cough, fatigue, rash, muscle ache and lymphadenopathy inguinal. Concomitant products included levonorgestrel (mirena) for birth control as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced respiratory symptom ("symptoms of upper respiratory issues") and pyrexia ("symptoms of multiple fevers"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), sinusitis ("numerous sinus infections"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and infection ("frequent infections"). The patient was treated with surgery (laparoscopic-assisted salpingectomy and essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2011. In (B)(6) 2012, the respiratory symptom and pyrexia had resolved. At the time of the report, the abdominal pain, migraine, sinusitis and allergy to metals outcome was unknown and the infection had resolved. The reporter considered abdominal pain, allergy to metals, infection, migraine, pyrexia, respiratory symptom and sinusitis to be related to essure. The reporter commented: the essure coil was noted to be protruding from the cornua on the left and right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, nickel allergy, fever and sinus infection. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: added new event: nickel allergy and frequent infections. Medical history, lab data and concomitant medications. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.